Manufacturer narrative:
The pump had no button response due to moisture damage on the keypad traces. The electronic assembly and motor had moisture damage. The pump failed the leak test at the keypad overlay. The pump had a cracked keypad overlay at the select button, pillowing keypad overlay, a scratched case and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that at times the buttons appear unresponsive on the insulin pump. It was reported that the buttons have never stopped working completely but there is sometimes a delay in the response after the button press. Customer does not feel very confident with the pump. Customer agreed to have it replaced.